Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. In addition, an atrial tachy response (atr) event was recorded due to noise and the minute ventilation (mv) sensor activated. Technical services (ts) was contacted and recommended following up with the physician. This device remains in service. No adverse patient effects were reported. Additional information received detailed the patient underwent a scan to review this system and this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (device evaluation): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. In addition, an atrial tachy response (atr) event was recorded due to noise and the minute ventilation (mv) sensor activated. Technical services (ts) was contacted and recommended following up with the physician. This device remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. In addition, an atrial tachy response (atr) event was recorded due to noise and the minute ventilation (mv) sensor activated. Technical services (ts) was contacted and recommended following up with the physician. This device remains in service. No adverse patient effects were reported.